Event description:
It was reported that the lead exhibited an increase in pacing threshold and impedance, as well as loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.